Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a motor encoder signal out of phase. The insulin pump was received with a cracked case at the display window corner and minor scratches on the display window. The insulin pump alarmed during the displacement test due to a motor with a high current draw.

Event description:
It was reported that the customer received a motion sensor test failure alarm. Customer stated she wore the insulin pump during an MRI. Customer's blood glucose level at the time 235mg/dl. Troubleshooting occured. Advised to discontinue use of the insulin pump. No additional information was provided.